Event description:
Patient stated that her v-go keeps falling off. Patient experienced the adhesive not staying attached a few times, the adhesive would start to detached from the patient body anywhere from immediate application to 2 hours of use. The patient stated she does clean the area with an alcohol swab and letting the area dry before applying the vgo. The patient has discarded the vgos in question.